Manufacturer narrative:
The investigation for the priming issue has been completed. The impella device was returned for evaluation. Upon evaluation of the product, adhesive was found cured within the filter neck. The priming issue was reproduced. Data logs were not returned. The root cause of the priming issue was determined to be improper manufacturing operator technique resulting in adhesive in the filter neck.

Event description:
The user facility reported a 83-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During preparation, the impella rp device would not prime. Purge fluid was exiting the purge tubing, but when connected to the purge side arm several failures to prime notifications were displayed. No kinks or blocked areas were seen. New impella device pump was opened for use. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.